Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
A mother called on behalf of her daughter to report that upon removal five tampons fell apart leaving pieces inside. She was able to remove the remaining tampon pieces.